Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level, as no information was available. A replacement pump with a new serial number was issued.